Manufacturer narrative:
D10: concomitant devices: (6024196) 190-30-05 - alt ha s clr std sz 5. (6085163) 170-36-00 - biolox delta femoral head 36mm od, +0mm, (5620379)186-01-56 - integrip cc, cluster 56mm, g3. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 45 months after a total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort and difficulty walking. Patient has suffered injuries due to poly wear and device failure. No operative reports were included. No further issues or complications were reported. No additional information is available."

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of femoral loosening, stem subsidence/migration, and prosthesis wear of the liner. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.